Manufacturer narrative:
Result: shroud, bracket.

Event description:
It was reported by service report bracket is broken and the shroud is cracked and they are exposing sharp edges. There was pt involvement, however no adverse consequences are reported.